Event description:
It is reported that the patient was revised due to knee pain caused by contracture with marked loss of motion. Only the tibial side of the knee was revised.

Manufacturer narrative:
Evaluation summary: implant compatibility was reviewed with no issues noted. Primary and revision operative notes were received. The primary operative notes were reviewed with no significant findings. Revision notes state that the knee lacked 30-degrees of full extension and further flexion went to almost 90-degrees. Both the femoral and tibial components were noted as well fixed. Extensive posterior capsulectomy was performed, removing all posterior capsular tissue before the knee would straighten out without any articular surface in place. Definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the event.